Event description:
It was reported that: patient complications: no patient complications. Failure modes related to this device include: coating issue. How was the procedure completed (with another of the same device, with a different device, etc.)? Completed with same device. Additional information provided (B)(6) 2021: failure modes related to this device include: coating issue. Were the issues present upon opening the package?: no do you have a photo, video, or screenshot depicting the issue?: yes how was the procedure completed (with another of the same device, with a different device, etc.)? Completed with same device. If there was a procedure involved, was it for treatment or diagnosis? Treatment if there was a procedure involved, what was the anatomy location? Kidney/ureter was this the first time the device was used (not resterilized or reprocessed)? Yes please describe what portion of the guidewire detached/peeled hydrophilic tip, ptfe coating, other?

Manufacturer narrative:
As reported, the device was disposed; therefore, no physical analysis of the device can be performed. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The customer supplied image presents skive/cut damage to the polymer jacket material over an unknown length of the distal region of the wire with damage to the exposed metallic core wire, consistent with tensile loading. As noted in the device instructions for use (dfu) warnings,· do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement, and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture needle.· manipulate the zipwire hydrophilic guidewire slowly and carefully in the urinary system while confirming the behavior and location of the wire's tip under fluoroscopy. Excessive manipulation of the zipwire hydrophilic guidewire without fluoroscopic confirmation may result in perforation or trauma of the linings or associated tissues, channels or ducts. If any resistance is felt or if the tip's behavior and/or location seem improper, stop manipulating the wire and/or catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the zipwire hydrophilic guidewire's tip, damage to the catheter, or damage to the urinary system. If necessary, remove the zipwire hydrophilic guidewire and ancillary device or scope as a complete unit to avoid complications.the dfu precautions also indicate,· the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient.· due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. Based on the information provided, it appeared that clinical and/or procedural factors may have impacted on the event as reported. If any further information is received, a follow up medwatch report will be submitted.